Manufacturer narrative:
Philips service replaced the empty pc box with backpannel, hsl interface board, pfs272 powertray fru, pfs-418 cfg2 hdd, cfsib_hb, sib_x board, and scb biplane. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the machine failed to power on due to dusty/rotten pc hardware connections on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.